Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was unable to prime during prime test due to faulty force sensor. Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Insulin pump received withy minor scratches on lcd window display and missing end cap sticker.

Event description:
Customer reported that the insulin pump alarmed for a button error. The blood glucose reading was 277 mg/dl. Customer did not recall any significant event leading to the alarm. Nothing further was reported.